Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was experiencing a "meter memory issue." The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2011. The mss was advised by the reporter that the alleged issue with the "missing results" with the subject meter occurred at an unspecified date and time "about two weeks ago." The reporter stated that the patient manages her diabetes with the insulin pump and denied making any changes to her normal diabetes management routine in response to the reported issue. The reporter confirmed with the mss that the patient "was still able to test with the subject meter and that they check the memory for their own benefit" since they "fax over the results to their doctor." The reporter claimed that the patient did not develop any symptoms nor receive any treatment. At the time of troubleshooting, the cca walked the reporter through the proper usage of the subject meter as recommended per the owner's booklet but the alleged issue remains unresolved. The patient was referred to supplier for possible meter replacement. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The 510(k) # is k073231.